Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the sys¬tem before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 567 mg/dl. Customer administered a bolus and manual injections to resolved high bg. Reportedly, there was air in the cartridge. Customer did not perform air removal step before loading cartridge.